Event description:
The post-market clinical follow-up (pmcf) report, titled ¿post market clinical follow-up evaluation report coronary dilatation catheters¿ evaluated the safety and performance of the trek rx, mini trek rx, traveler rx, nc trek rx, nc traveler rx, nc trek otw, trek otw, mini trek otw, and mini trek ii otw. It was reported through a pmcf report that the otw mini trek device may be related to unsuccessful delivery, inflation, or deflation, dissection, perforation, myocardial infarction, and arrhythmias. Although the above events were noted, in conclusion, the overall analyses from this study demonstrates that the use of the abbott dilatation catheters met the safety and performance criteria. That they perform similarly to similar competitive devices.

Manufacturer narrative:
Date of event: the otw device data was collected using only method c2. The grouped data was collected from (B)(6) 2020 to (B)(6) 2021. The date of occurrence is unknown and estimated as (B)(6) 2020. The UDI is unknown due to the part/lot number was not provided. Account unk united states as this report represents the survey data collected from the united states. This is a summary report. The device is not returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices, adverse events, and malfunctions indicated in the pmcf report are captured under separate medwatch report numbers. Article title: post market clinical follow-up evaluation report coronary dilatation catheters.